Event description:
It was reported that a edwards aortic bioprosthetic valve was explanted due to endocarditis after an implant duration of 46 months. The patient's endocarditis was caused by (B)(6) bacteremia. In addition, presented with severe aortic regurgitation and a annular abscess cavity. Also indicated the patient has had 2 previous cardiac operations; the first was an aortic valve replacement in 2001 and the 2nd was a redo aortic valve replacement for prosthetic valve endocarditis in 2008. The operative report findings included, "mild calcifications mostly on the left coronary leaflet of a 19mm stented bovine pericardial valve" and "the previously placed pericardial valve was noted to be partially dehisced likely secondary to the endocarditis."

Manufacturer narrative:
(B)(4). No product return. Additional manufacturer narrative: no sample was received for evaluation for safety reason, due to the reported infection, (B)(6). Late prosthetic valve endocarditis, occuring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent cases are dental procedures, urological infections and interventions and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The complaint database indicates no other infection/endocarditis related complaints received for any devices processed under the same sterility lot of the subject valve. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.